Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Smart ablate generator, us catalog #: m490007, serial (B)(4). Smart ablate pump, us catalog #: m490008, serial (B)(4). Pentaray navigational catheter, us catalog #: d128208, lot #: unknown. Esophastar, us catalog #: f8ennnnhsb, lot #: unknown. Soundstar 10f catheter, us catalog #: unknown, lot #: unknown. Decanav catheter, us catalog #: r7f282ct, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for persistent atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cerebrovascular accident (cva) requiring surgical intervention. Post-procedure, the patient had difficulty waking up. Magnetic resonance imaging (MRI) revealed a stroke. Patient was sent for a thrombectomy. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event for recovery. Patient outcome is worsened. It was noted that the activated clotting time (act) was maintained at approximately 350 seconds throughout the procedure. Medical history includes amyloidosis. Physician did not provide a causality opinion. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.